Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received 1 guidewire with original open packaging. Flaking was present as the coating was not uniformly covering the guidewire. Two photo samples were submitted. Evaluation of photo 1 showed a portion of the guidewire, unable to determine whether the coating is peeling based on the photo sample. The second photo sample showed the product packaging with product identifiers. Based on photo sample received it is unknown if the product meets specifications. Although an exact root cause could not be determined a potential root cause could be: -inadequate material selection -bonding between layers -degradation the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract." "Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract." "Do not manipulate or remove the guidewire through a metal cannula or needle. This may result in destruction/separation of the outer jacket of the wire requiring retrieval." "Do not use dry gauze to manipulate the guidewire as this can damage the surface coating and make the wire tacky." The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the coating of the guide wire fell off.

Manufacturer narrative:
The reported event is inconclusive due to condition of the photo sample received. Visual evaluation noted two photo samples were submitted. Evaluation of photo 1 showed a portion of the guidewire, unable to determine whether the coating is peeling based on the photo sample. The second photo sample showed the product packaging with product identifiers. Based on photo sample received it is unknown if the product meets specifications. Although an exact root cause could not be determined a potential root cause could be: inadequate material selection. Bonding between layers. Degradation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract." "Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract." "Do not manipulate or remove the guidewire through a metal cannula or needle. This may result in destruction/separation of the outer jacket of the wire requiring retrieval." "Do not use dry gauze to manipulate the guidewire as this can damage the surface coating and make the wire tacky." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the coating of the guide wire fell off.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the coating of the guide wire fell off.